Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a (B)(6) female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) prompted a purge volume critically low alarm despite a full bag being attached with the correct volume entered. A review of the infusion history screen identified that the aic was incorrectly calculating the volume being delivered. The purge flow and purge pressure remained unchanged despite the noted issue. As a result of the observed failure, the staff was advised to swap out the aic to the back up console. There was no patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) purge issues has been completed. The console was returned for evaluation. The reported complaint could not be reproduced. The purge assembly was tested and confirmed to be working correctly. Data logs revealed a miscommunication between the pud and the 4-in-1 that resulted in an incorrect number of purge flow ticks being sent by the pud to the 4-in-1. The number of purge flow ticks was far outside of the normal range, and this resulted in an incorrect calculation of the remaining purge fluid. The miscommunication only happened a single time in a 6 month period, and the issue could not be reproduced. The cause of the aic issue was a defective purge assembly causing an incorrect number of ticks to be measured/communicated. To conform to updated procedures, section d2 was revised with updated information.